Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The dealer initially reported for the customer that one of the parts that connects the upper jaw and lower jaw was noticed detached (missing) about one hour into the surgical procedure. The user could not find the detached part. On (B)(6) 2010 the dealer further reported that the procedure was a laparoscopic assisted myomectomy. The user checked and confirmed no problem with the device before use but did not confirm whether the pin was detached before being in contact with the patient. An x-ray was performed and the pin was not found in the patient. The user reported that the pin was not left inside the patient. No injury to the patient was confirmed, and there was no significant increase in procedure time. The procedure was finished as planned.